Event description:
Cup impactor/extractor became difficult to screw into cup after checking to make sure cup fully inserted against bone (solid cup 64 mm) and having to reposition, to get it into better position. Switched to another handle from another set.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
Reported event: an event regarding universal impactor/positioner and an acetabular shell assembling with difficulty was reported. The event was confirmed. Method & results:visual inspection noted damage to the first thread. A functional test was performed and confirmed the assembling resistance. No medical records were not provided for evaluation. Review of the device history records indicates the devices were manufactured and accepted into final stock with not reported discrepancies.there have been no other events for the lot referenced.conclusions: visual inspection noted damage to the first thread. A functional test was performed and confirmed the assembling resistance. The device was in service for 10 years therefore the damage was most likely done by repeated used of the device.

Event description:
Cup impactor/extractor became difficult to screw into cup after checking to make sure cup fully inserted against bone (solid cup 64mm) and having to reposition, to get it into better position. Switched to another handle from another set.